Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A gram stain as used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following fields were corrected with additional information: "customer reports biofire bcid2 is detecting nonviable acinetobacter from bactec vials."

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A gram stain as used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following fields were corrected with additional information: "customer reports biofire bcid2 is detecting nonviable acinetobacter from bactec vials."

Manufacturer narrative:
H6: investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.